Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during fill one of six while the patient was connected. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.